Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2015 due to scar tissue and quadriceps tear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.